Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The clinician subsequently administered the shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.